Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of myopotential noise and decreased intrinsic amplitudes. Also, the smart pass feature has programmed itself off due to the low amplitudes. The sensing vector was set to the primary sensing vector. After some office testing and reprogramming, the patient had another shock. The clinic checked the other sensing vectors and, they too had small intrinsic amplitudes. The doctor elected to replace the entire system and implant a new one. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had inappropriate shocks due to the oversensing of myopotential noise and decreased intrinsic amplitudes. Also, the smart pass feature has programmed itself off due to the low amplitudes. The sensing vector was set to the primary sensing vector. After some office testing and reprogramming, the patient had another shock. The clinic checked the other sensing vectors and, they too had small intrinsic amplitudes. The doctor elected to replace the entire system and implant a new one. There were no additional adverse patient effects.